Manufacturer narrative:
The UDI number and the following sections were updated :type of investigationinvestigation findingsinvestigation conclusion

Event description:
Customer reported the following "scrub tech was accidentally pricked when opening the safety knife( bvi, beaver xstar safety knife 2,4 bx/10) ". The scrub tech did not require any medical intervention as there was no sign of blood present or band-aid required.